Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering observed several scratches on the sleeve of cannula. Engineering performed leak testing on the balloon of the trocar, and a hole was found on the distal end of the balloon. It is likely that the balloon leakage was caused by sharp objects or instruments that came into contact with the balloon during the procedure. The instructions for use (IFU) states, "do not allow sharp instruments or objects to come into contact with the balloon." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This event is deemed as non-reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow up medwatch report #(B)(4).

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. There is no report of serious injury or death associated with this event. This report is to follow up medwatch report #(B)(4).

Event description:
Medwatch report: "event desc: incident report simply states the surgeon 'says the device is defective.' What was the original intended procedure? Laparoscopic cholecystectomy with ioc device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)." Patient status: unk.